Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the header and lead barrels noted no irregularities; all seal plugs were intact. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected.the device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to these reported clinical observations.

Event description:
It was reported that, immediately after a ventricular tachycardia (vt) ablation procedure, this implantable cardioverter defibrillator (ICD) recorded four low out of range shock impedance measurements. Boston scientific technical services (ts) reviewed data from the device and was unable to confirm the out of range measurements. It is suspected that the measurements may have been recorded due to electromagnetic interference (emi) related to the procedure. Ts did recommend testing to confirm lead integrity. This testing was performed and no abnormal impedance measurements were recreated. The system will continue to be monitored. The make of the right ventricular (rv) lead is unknown. This ICD remains in service. No adverse patient effects were reported. Subsequently, the device was explanted for a separate issue and returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, immediately after a ventricular tachycardia (vt) ablation procedure, this implantable cardioverter defibrillator (ICD) recorded four low out of range shock impedance measurements. Boston scientific technical services (ts) reviewed data from the device and was unable to confirm the out of range measurements. It is suspected that the measurements may have been recorded due to electromagnetic interference (emi) related to the procedure. Ts did recommend testing to confirm lead integrity. This testing was performed and no abnormal impedance measurements were recreated. The system will continue to be monitored. The make of the right ventricular (rv) lead is unknown. This ICD remains in service. No adverse patient effects were reported.